Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two pdc vivo implants at c5-6 and c6-7 on (B)(6) 2024. The patient had ongoing radiculopathy. A one level pdc vivo removal was completed on (B)(6) 2024. Patient was converted to a cage and plate system. No device issues were seen. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implants will be evaluated following exponent's approved prodisc c device evaluation protocol. The report will be issued under pdcv-0018. The removal was completed due to the therapy device not being effective and ongoing radiculopathy. A reason that the device wasn't effective is unknown. This submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with two pdc vivo implants at c5-6 and c6-7 on (B)(6) 2024. The patient had ongoing radiculopathy. A one level pdc vivo removal was completed on (B)(6) 2024. Patient was converted to a cage and plate system. No device issues were seen.